Event description:
It was reported that during patient treatment, the anesthesia workstation generated an alarm for lower oxygen concentration than set. There was no patient harm. (B)(4).

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).